Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented remotely via merlin at home transmission. Upon review of stored electrogram, the patient¿s implantable cardiac monitor exhibited post-paced t-wave over-sensing. The patient did not receive therapy during the over-sensing. Programming changes were made. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received stated that patient presented remotely via merlin@home transmission. Upon review, the patient¿s implantable cardiac monitor exhibited another episode of post-paced t-wave over-sensing. Programming changes were discussed.